Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty cycler with cycler set and the patient event of peritonitis and sepsis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the liberty cycler with cycler set and the adverse event. Additionally, there was no allegation of a machine malfunction or deficiency reported for this event. The cause of the peritonitis and sepsis is unknown.

Event description:
It was reported that a peritoneal dialysis (pd) patient presented to the hospital with complaints of abdominal pain and was assessed with fever, tachycardia and tachypnea (unknown values). The patient was diagnosed with peritonitis (unknown species) and sepsis, however, per pdrn white blood cell (wbc) count on admission was not elevated. A pd effluent culture was negative for growth after three days. The patient was treated with antibiotics, vancomycin and fortaz (route, dose, frequency unknown). The patient continued pd therapy during hospitalization with a change of prescription on to 1 bag of 1.5% and 1 bag of 2.5% for ccpd that evening. The patient was discharged with resolved status for the peritonitis and sepsis. The patient was seen at the pd clinic afterwards and was reported to be in good condition with no further issues reported.